Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to constant motor error alarm. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. The customer indicated that their blood glucose reading was normal at the time of incident. Troubleshooting found that there were multiple alarms in the pump history. No further details given.